Manufacturer narrative:
Please disregard this report number (1017768-2020-00889). After further review of the complaint details it was determined that this report was submitted in error as we are not considered to be the manufacturer subject to the reporting requirements of the MDR regulation.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: during an incoming inspection and visual examination the quality lab technician reported that the needle hubs were out of specification. There are functional distortions and warped needle hubs.